Event description:
It was reported that the on button of the pump was sticky, requiring the patient to push it multiple times to turn the pump on. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.